Manufacturer narrative:
Weight: unknown. Ethinicity: unknown. Race: unknown. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.50/1.50/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens and similar power due to excessive vault; elevated iop without pubil block and angle closure. This exchange resolved the problem. Cause of event was reported as device related to high vault with 13.2 lens size.